Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the user reported a patient side cart (psc) power issue suspecting a power cord issue. The customer received phone assistance from the technical support engineer (tse). The caller stated that they were getting a notification that the psc was unplugged. The site attempted to plug the psc into multiple outlets and shut down the system while calling tse, as a result, the tse was unable to view live logs at the time of the call. Tse had the caller perform an emergency power off (epo) and flip the breaker down on the psc. Following this, user was instructed to restore power to the psc. Upon restoring power, an amber power button was noticed on the psc. The system powered on normally and "da vinci is ready" was heard. Tse viewed live logs and noted power supply two failing with error 417. A history of error 417 was noted on psc power supply 1. The clinical territory associate (cta) followed up and confirmed that the issue reoccurred after reset during the previous tse call and the system was prompting that it was running on battery. System log review confirmed minimum load errors reported on both psc power supplies and loss of ac power errors. Tse recommended a power cycle with epo one more time and to move the ac power cord to another ac outlet. After this, the system powered up and indicated it was running on ac power; the battery led was flashing green. Tse advised the cta that if the issue reoccurs perform another epo reset. It was further reported that the issue persisted. Isi followed up with the robotics coordinator and obtained the following additional information: the procedure was converted to another da vinci system by using another psc. The procedure was completed and there was no injury to the patient. There were no issues during the system setup; the system was inspected prior to use. There were no issues during port placement. No outside influences were impeding the movement of the system noted. The issue occurred while the procedure was in progress for a couple of hours. The patient did not experience any postoperative complications; no medical intervention was needed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went onsite and exchanged two power supplies on the patient side cart (psc) to resolve the error 417. After replacement, the system was tested and verified as ready for use. Isi received two psc power supplies involved with this complaint and completed the device evaluation. Although the reported error fault was confirmed through review of the system logs indicating that one of the redundant power supplies was failing, failure analysis investigation did not reproduce the customer reported complaint during testing of both psc power supplies into the test system. The test system was subjected to 10 power cycles and the system worked normally without errors. Both power supply were over 2.8 years old and will be scrapped as it is approaching its end of usable life per isi procedures. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A log review confirmed the occurrence of the error during a procedure on (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an issue related to the patient side cart functionality. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.